Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer called in and stated the crossbrace broke at the weld.